Event description:
It was reported that during a super low anterior resection, staples on the anus side were unformed (legs were straight). The rectum was cut lengthwise to perform io anastomosis. The rectum was cut twice with the device. The site was super low and the cut line was close to the anus. The tissue of the oral side had been clamped with a forceps before the firing. The firing force of the 1st firing was much higher than expected, but the firing trigger was grasped completely. There was no unexpected resistance at the 2nd firing. The doctor waited 15 seconds prior to each firing after clamping to compress the target tissue. After that, the malformed staples were found when an anastomosis instrument was inserted by the transanal route. Since the patient was fat and the site was super low, there was no extra tissue to be able to cut additionally. The artificial anus was created and the procedure was completed. The staples of the specimen side were formed properly. Reinforcement material was not used. The target tissue was thick. The jaws did not clamp something hard such as a forceps. The doctor commented that it was suspected that malformed staples had been deployed at the 1st firing.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with two ecr60d cartridge reloads present. The cartridge reloads were received fully fired. In addition one unformed staple was received separate. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.